Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient experienced a syncopal episodes and presented to the emergency room (ER). The local area field representative was contacted for additional information, however at this time no further information is available. This ICD remains in service. No additional adverse patient effects were reported.